Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer was unable to issue medication. The customer reported that station displayed quantity was not in machine.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) advised that the customer was waiting for items from the pharmacy and had been unable to reach anyone there. The customer stated that they would try contacting the pharmacy again and that they would resolve the issue. The tss closed the case.